Event description:
It was reported while infusing epinephrine the lvp module (channel d) "turned on by itself and started to infuse epinephrine at a rate of 75ml/hr." Per report, the device was turned off again and about a half hour later it turned on again. One pcu and 4 lvps were involved at the time of the event. Lines and medications were verified to be correct. The patient experienced a heart rate increase, but no harm. Additional information provided: the customer states "what we were able to identify: the pump was somehow linked to a patent at another (facility b) using the same alaris formulary server, epic server, and wireless network ssid so a pump from any of our hospital can get on the network at any facility site. We do not use the patient operability feature at facility a, but they do at facility b. What we suspect is that the pump was on a patient at facility b and then the pump was returned to facility a where it was used on an operating room case on (B)(6) 2025, and when programmed for this new patient "no" was entered which left the previous patient still entered in the pump. In our epic system it shows data going into epic for a patient at facility b and that the pump was at facility b on (B)(6) 2025, and (B)(6) 2025. Both days it was at facility a.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: f27 - problem identified during non-clinical procedure, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "it shut off by itself and restarted infusing" was confirmed through log analysis and is attributed to a user programming error, likely caused by delayed or unintended remote IV programming. The suspected pump module was found to be infusing within specification. Pcu model 8015 s/n (B)(6). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. Pump module 8100 s/n (B)(6). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pcu s/n (B)(6) and pump module s/n (B)(6), and no problems or anomalies related to the reported event were found. A review of the logs from the date of the event reported by the facility (03sep2025) was conducted. The following are the findings from the review: on (B)(6) 2025 at 6:48 am: the pcu s/n (B)(6) was powered on in "as received" condition and connected to the following pump modules: channel a: pump module 8100 s/n (B)(6). Channel b: pump module 8100 s/n (B)(6). Channel c: pump module 8100 s/n (B)(6). Channel d: pump module 8100 s/n (B)(6). Between 4:03 pm and 4:08 pm, pump module s/n (B)(6) (channel d) received an IV remote command with a programmed rate of 75 ml/h and a vtbi of 1000 ml, drugid: 1, attributed to epinephrine. The "channel off" button was pressed, pvi recorded: 53.32 ml. The infusion was stopped. At 5:01 pm, the pcu was powered off and remote data services (rds) connection was lost. Bd alaris¿ system with guardrails¿ suite mx (v12.3.1) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the report of the pump module shutting off by itself and restarted infusing was determined through log analysis and is attributed to a user programming error, likely caused by delayed or unintended remote IV programming. The suspected pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing epinephrine the lvp module (channel d) "turned on by itself and started to infuse epinephrine at a rate of 75ml/hr." Per report, the device was turned off again and about a half hour later it turned on again. One pcu and 4 lvps were involved at the time of the event. Lines and medications were verified to be correct. The patient experienced a heart rate increase, but no harm. Additional information provided: the customer states "what we were able to identify: the pump was somehow linked to a patent at another (facility b) using the same alaris formulary server, epic server, and wireless network ssid so a pump from any of our hospital can get on the network at any facility site. We do not use the patient operability feature at facility a, but they do at facility b. What we suspect is that the pump was on a patient at facility b and then the pump was returned to facility a where it was used on an operating room case on (B)(6) 2025, and when programmed for this new patient "no" was entered which left the previous patient still entered in the pump. In our epic system it shows data going into epic for a patient at facility b and that the pump was at facility b on (B)(6) 2025. Both days it was at facility a.